Manufacturer narrative:
(B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a loss of power to the controller on the reported event date. The controller was without power for approximately 8 minutes and 25 seconds. There is no evidence to suggest that a device malfunction caused or contributed to the reported event there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of four reports (3007042319-2015-04193, 04194, 04195, 04196) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 12/09/2015, dated through 11/26/2015-12/09/2015: normal power consumption. Additional notes: -no alarms have been logged in the last 14 days of available data. Log file analysis: 12/10/2015: patient (B)(6) had 2 controller power up and associated motor start events on (B)(6) 2015 at 19:21:38 and (B)(6) 2015 at 20:36:00, indicating that both power sources were disconnected from the controller. For the double power disconnects on (B)(6) 2015, data at 19:15:54 (before the event) showed that power source 1 was connected to ac adapter, while power source 2 was connected to (B)(4). The duration of double disconnects was estimated to be not longer than 5 min 44 sec. For the double power disconnects on (B)(6) 2015, data at 20:27:35 (before the event) showed that power source 1 was not connected to any power sources, while power source 2 was connected to (B)(4). The duration of double disconnects was estimated to be not longer than 8 min 25 sec. Below is the most recent 24-hour window for your reference, note the slight drop in estimated flow and pulsatility starting at approximately 20:50:53. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. *this is report one of four reports (3007042319-2015-04193, 04194, 04195, 04196) submitted for devices related to the same event.

Event description:
It was reported by the clinical engineer that the patient was found unresponsive at home after falling out of bed. The family stated that the vad was alarming when they found him and that he was connected to ac power. The patient was transported to the emergency department combative, with altered mental status. Upon arrival to the hospital he was emergently intubated and sedated and an arterial line was placed. Mean arterial pressures were in the 70s. The emergency department physician and intensivist believed the event could be related to seizure. The patient was admitted to the intensive care unit (ICU) for close monitoring. Log files were sent which revealed that the patient had two controller power ups with associated motor starts on (B)(6) 2015. The double power disconnect on (B)(6) revealed that only one power source ((B)(4)) was connected. The duration of the power loss was estimated to be "not longer than 8 minutes 25 seconds". The last report received indicated that the patient was extubated and was following commands. The vad is functioning within normal limits. The site plans to discuss the findings of the log file analysis with the family. The patient remains hospitalized for continued close monitoring and medical management. Investigation is ongoing.

Event description:
Additional information received indicates that the family reported that the patient was attached to ac power, but no second power source. The family's belief is that the double disconnect occurred during confusion upon arrival of emergency medical services (ems). The patient was discharged home on (B)(6) 2015. There have been no further issues reported with the replacement devices.

Manufacturer narrative:
This is one of four reports (3007042319-2015-04193, 3007042319-2015-04194, 3007042319-2015-04195 and 3007042319-2015-04196) submitted for devices related to the same event.